Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the rv lead was reprogrammed and remains in use.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: ddmb1d1 ICD, implanted:(B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.